Event description:
Orthopaedic association, listed six revision procedures involving bipolar type prosthesis in the national joint replacement registry 2005 annual report. Revision diagnosis identified as follows: three fractures, two dislocation of prosthesis, and one loosening.